Event description:
It was reported that the patient was implanted a winterthur generic hips on the right side on (B)(6) 2015. The patient had to undergo drainage after 2nd and was revised a 3rd time on (B)(6) 2015. The following are the revision surgeries that the patient experienced. First revision surgery (B)(6) 2015 reported in (B)(4). Second revision surgery (B)(6) 2015 reported in (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Surgical reports were provided. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).